Event description:
Complainant alleged the device shut down when the medics attempted to administer a 100 joule shock to a male pt (age unk). The medic's subsequent attempts to power-up the device were unsuccessful. The medics obtained another device to successfully defibrillate the pt. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.